Manufacturer narrative:
The customer service center specialist (csc specialist) checked instrument logs and found that no error codes were generated during aspiration or dispense. The architect c (serial number (B)(6)) was considered the cause for this issue. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint. A review of tracking and trending did not reveal any trends for the architect c16000 regarding the current complaint issue. The calculated erratic rates for the architect c4000, c8000, and c16000 were all below the upper control limit. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c16000 instrument serial number (B)(6) was identified.

Manufacturer narrative:
Complete information from patient identifier: sid (B)(4). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that a physician questioned falsely elevated magnesium results generated on the architect c16000 processing module on a (B)(6) year-old female patient. The results provided were: sid (B)(4) initial result = 2.66 mmol/l, repeated 0.86 mmol/l. No impact to patient management was reported.